Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away in the hospital. The patient reportedly was treated multiple times. The patient's physician reported that the lifevest was not treating the patient fast enough and removed the lifevest to use a crash cart. Review of the download data indicates that the lifevest delivered 17 appropriate shocks which converted vt/vf to a sinus rhythm or sinus bradycardia after each shock. After the 17th shock, 8 non-lifevest defibrillations were observed on the patient's ECG. One final shock was delivered by the lifevest. The patient's underlying rhythm is unknown at the time of the shock due to the presence of CPR artifact. The lifevest appropriately delivered each shock within 30 to 60 seconds as designed.